Event description:
On (B)(6) 2010, a 25 mm trifecta valve was implanted. On (B)(6) 2018, the patient was admitted to the hospital due to aortic insufficiency. An echocardiography showed that there were substantial leakage. It was observed that there was a leaflet tear on the trifecta valve. On (B)(6) 2018, a valve in valve was performed with a corevalve valve. The patient was stable after the procedure and discharged from the hospital.

Manufacturer narrative:
An event of aortic insufficiency, leakage, and a leaflet tear was reported. The results of the investigation are inconclusive since a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.